Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) level of 46 mg/dl. The customer passed out on the floor and received assistance from the contact with providing and consuming carbohydrates.